Event description:
The lead was explanted due to an increase in threshold and impedances.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an internal abrasion at 8.5cm to 9cm from distal tip. The lead exhibited normal electrical characteristics.